Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose. The blood glucose value at time of incident was 48 mg/dl and blood glucose value went up to 69 mg/dl after treating with food. The customer declined to troubleshoot. The device was not expected to be returned for analysis.